Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed high reading 100 low reading 89, white arrow is rubbing off, this does not impact the functionality of the recharger, found no issues with finding or charging ins. Tested ok, passed bench test, passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had issues charging their implanted neurostimulator (ins) for quite some time, longer than a couple of mon ths. Patient noted the issues were not consistent and vary. Patient described sometimes they would have to restart the charge 10-12 times before it would finally stay on and not tell them to try again. Agent asked if this was a poor recharge quality or no device found message and patient said both. Patient noted the no device found would show when the implant has quite a lot of battery left. Patient added it can take up to 3 hours or more to charge their implant from 40 or 50% to full and added that the paddle gets quite warm. Patient reported last night they saw terminated with the controller and implant both at 80%. Patient reported seeing unknown error messages and stated they had taken a photo and called their manufacturing representative (rep) at one point, but could not remember when this was. Patient added that the belt seems like it was in the way and 2 feet of the belt hang off. Agent asked if the belt was stretched out and patient could not confirm, but noted they had lost 30 lbs from chemo and had gained maybe 8 lbs back. Patient added they could not move while charging. Patient confirmed no visible damage to the recharger, controller port, battery compartment, and battery pack and denied any rattling noise inside the controller. Patient reset the controller and connected the recharger; screen displayed controller at 100% and implant 60% recharging excellent. Due to the nature of issues patient has been experiencing, agent sent requests to repair for replacement belt and recharger. Agent reviewed having healthcare provider (hcp) check implant positioning and patient stated they had an appointment with hcp on the 22nd for an injection. Patient called back and repeated previously documented information. Patient stated that they have not received the controller. Patient confirmed that they received the belt and recharger. The patient was under the impression that their controller would be replaced along with the belt. Agent reviewed information and the patient understood.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s. Serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Analysis found: white arrow rubbing off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.